Event description:
The customer reported that she was hospitalized for low blood glucose levels. The customer also experienced seizures prior to the event. Reviewed the customer's priming technique, and found that the customer is doing everything correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.